Manufacturer narrative:
(B)(4). Device code relates to problem code for the reported event of stent deployed prematurely. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal fully covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. During the procedure, the wallflex esophageal stent failed to release from the delivery catheter and was not deployed in the correct position despite great effort. The physician attempted to reconstrain the stent prior to unsheathing the stent beyond the halfway point; however, the stent was completely deployed. The wallflex esophageal stent was removed from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was already deployed. The blue outer sheath was kinked and accordioned. The distal inner shaft was kinked immediately distal to the stent holder. The locations of the marker bands on the inner shaft were within specifications. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the stent was received already deployed. The damage to the inner shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal fully covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. During the procedure, the wallflex esophageal stent failed to release from the delivery catheter and was not deployed in the correct position despite great effort. The physician attempted to reconstrain the stent prior to unsheathing the stent beyond the halfway point; however, the stent was completely deployed. The wallflex esophageal stent was removed from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.